Manufacturer narrative:
Concomitant medical products: dtmc1d1 crt-d, implanted: on (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible intermittent ventricular undersensing on the right ventricular (rv) lead was observed on stored a vt-ns (ventricular tachycardia ¿ nonsustained) egm (electrogram) episode. The rv lead remains in use. No patient complications have been reported as a result of this event.